Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the light source of the video laryngoscope blade stopped working during airway management of an anesthetized patient, requiring urgent device replacement. This led to a delay in intubation and prolonged the patient's apnoea time.

Manufacturer narrative:
Device evaluation: during the inspection the error description provided by the customer "light source stopped working" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is wear of the adhesive on the tip of the c-mac blade, which was caused by wear during use and the reconditioning process. The wear of the adhesive allows liquid to penetrate the blade, which affects the electronics and can lead to poor light output. This event is filed under internal complaint ID (B)(4).